Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2016 to facilitate an abutment exchange. The implanted device remains. This report is filed august 8, 2016.

Manufacturer narrative:
This report is filed, may 19, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and has been treated with antibiotics and steroids (dates and durations not reported). The implanted device remains.